Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all buttons responding properly and no button anomalies were noted. However, moisture traces were found at the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the buttons on the customer's insulin pump were sticking and required hard button press. Her blood glucose level was 400 mg/dl. One of the buttons was also stated not to be responding at all. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.